Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient rhythm when anti-tachycardia pacing (atp) and shocks were delivered. The atp and first 3 shocks were unsuccessful, with the fourth shock sending the patient from ventricular tachycardia (vt) to ventricular fibrillation (vf). A defibrillation threshold (dft) test was not performed at implant, but it did terminate the arrhythmia. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient rhythm when anti-tachycardia pacing (atp) and shocks were delivered. The atp and first 3 shocks were unsuccessful, with the fourth shock sending the patient from ventricular tachycardia (vt) to ventricular fibrillation (vf). The arrhythmia was terminated by the device. The programming was updated for this patient. This crt-d remains in service. No additional adverse patient effects were reported.